Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72", "defib disabled," and "pacer faul 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.